Event description:
It was reported that this pacemaker exhibited a slight drop in pacing impedance measurements from 700 to 550 ohms. No impedance values were out of range. The patient was brought in for testing, and some oversensing causing pacing inhibition could be seen when the patient clasped their hands together. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: oversensing is a known inherent risk of the use of this product, and this is documented in the labeling.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a slight drop in pacing impedance measurements from 700 to 550 ohms. No impedance values were out of range. The patient was brought in for testing, and some oversensing causing pacing inhibition could be seen when the patient clasped their hands together. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.